Manufacturer narrative:
Reported event: an event regarding disassociation and abnormal ion level/metallosis involving an accolade stem was reported. The disassociation event was confirmed via clinician review of the provided medical records. Abnormal ion level/metallosis was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "mechanical failure of a tja is confirmed is confirmed. High cobalt and chrome serum levels cannot be confirmed as no documentation was provided to support this claim. The root cause of the tha mechanical failure cannot be identified from this limited documentation." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem and metallosis/elevated metal ions. A review of the provided medical records by a clinical consultant indicated the following: "mechanical failure of a tja is confirmed is confirmed. High cobalt and chrome serum levels cannot be confirmed as no documentation was provided to support this claim. The root cause of the tha mechanical failure cannot be identified from this limited documentation." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2013 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update 13-april-2023: per revision operative report, the femoral head had disassociated from the stem due to "bird beak" type wear of the stem trunnion. Thick black liquid consistent with metallosis was observed. The stem, head and liner were revised. There were no reported allegations against the liner stated in the op report. The cup was found to be well-fixed so it was not revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2013 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.